Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 74 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.